Event description:
Complainant alleged that the medics responded to a 911 call placed by a pt who had been experiencing chest heaviness for approx one hour prior to placing the call. The pt indicated that had self medicated with two nitroglycerin tablets, without relief. Upon the medics arrival, the pt was sitting upright on a sofa. The pt was anxious, pale, cool and diaphoretic. The medics initial assessment indicated that the pt had no palpable radial pulse or blood pressure. Oxygen was administered to the pt, and an IV was established. Medication was administered to the pt. The pt's heart rhythm was monitored. The pt's ECG indicated that the pt was suffering from a third degree av heart block. The medics then attempted to pace the pt's heart rhythm, but the device displayed a "default code 36" and a "default code 37" message. The complainant indicated that the medics were able to obtain another device to successfully pace the pt's heart rhythm. The pt was then transported to the hosp. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. "Default code 36" and a "default code 37" messages are not viable fault messages for this device. The customer most likely observed "system fault 36" and "system fault 37" messages.